Event description:
Customer reported via phone call that the display on the insulin pump is blank. The customer had a low battery and changed the battery but the display went blank. Customer also reported that the screen is scratched but customer is able to read the display. It was stated that the insulin pump does not have physical damage other than the screen scratches and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer did not have a new recommended battery type to test. Blood glucose value is unknown. Customer was advised a battery cap replacement would be sent and to get back in contact if issue persist with replacement and trying recommended battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.